Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, it was reported that the patient possibly had an interruption of cgm values. Issue was unable to be determined as the complaint was made via social media and reporter could not be reached for additional information. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.